Event description:
Patient's daughter reported a rupture and an exchange against a non-allergan device. This is for the right side. Device remains implanted. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).